Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding trunnion wear involving an accolade stem was reported. The event was confirmed. Photos of the reported device confirm the reported event. Further examination was not possible as the device was not returned. A device history review indicated that the devices in the reported lot were manufactured with no reported discrepancies. There have been no other evens for the reported lot. The reported trunnion wear was confirmed. However, the exact cause of the event could not be determined as further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was an accolade stem and liner revised due to damages of the stem at the trunnion.

Event description:
It was reported that there was an accolade stem and liner revised due to damages of the stem at the trunnion.